Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 540 mg/dl with ketones. The customer administered boluses and manual injections. Reportedly, the customer went to the emergency room (ER) with a bg level of 360 mg/dl and was treated with saline. The customer left the ER on their own with a bg level of 200 mg/dl and resumed pump therapy. Troubleshooting with tandem's technical support indicated that there were air bubbles in the luer lock and tubing. Reportedly, on (B)(6) 2015 the customer continued to experience elevated bg levels (300-400 mg/dl) and it was addressed with a bolus. The customer declined to troubleshoot. It was reported on (B)(6) 2015 that the customer's blood glucose level was within target range.